Event description:
It was reported that this lead was an attempted implant. It was noted that after this lead was repositioned multiple times there were observations of high out of range pacing impedances greater than 2500 ohms. The lead was not used and was not planned to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant. It was noted that after this lead was repositioned multiple times there were observations of high out of range pacing impedances greater than 2500 ohms. The lead was not used and was not planned to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that complete lead was returned. Visual inspection did not reveal any anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies to the conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reports of high impedances from the field that enabled this lead from being implanted.